Event description:
Reporter alleged blood glucose measured 91 mg/dl compared to a lab result of 35 mg/dl when testing was performed 3-4 minutes apart. No actions or treatment was reportedly received. A request was made for the return of the suspect device and replacement product was sent.